Manufacturer narrative:
(B)(4). Batch # n93l2a. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: did a clip cut the small artery? What is meant by the clips couldn't stay well? Were the clips not closed all the way (or malformed)? How much is a lot of bleeding (please quantify the amount)? Was the patient given any blood products? Or was the competitor clip applier sufficient to control the bleeding? Was there any patient consequence or adverse event? Was there any change to post-op patient care? What it the patient's current status?

Event description:
It was reported that during an unknown procedure, the device wasn¿t working well for surgeon. The clips fell off from the bile duct and dropped in the cavity which accidentally injured one of the small arteries and caused a lot of bleeding. The surgery was delayed for at least thirty minutes. The surgeons spent extra time to pick up the loosened clips from the cavity and extra time for hemostasis. The other clips from the same device were not ok. A majority of them could not stay well and the surgeon had to remove them. The patient experienced bleeding intraoperatively. A device from another company was used to complete the case.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did a clip cut the small artery? What is meant by the clips couldn't stay well? Were the clips not closed all the way (or malformed)? How much is a lot of bleeding (please quantify the amount)? Was the patient given any blood products? Or was the competitor clip applier sufficient to control the bleeding? Was there any patient consequence or adverse event? Was there any change to post-op patient care? What it the patient's current status? The doctor stated that the clip was applied correctly and it fell off from the artery. The clip was closed all the way. There¿s about 200mls of blood loss and no products were given to patient. We used the clip from another company and it worked well. No severe adverse consequence caused and patient recovered well post op. This will be our final update. No further information is available.